Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was rubbing against a patient's pre-existing surgical incision, causing irritation. The patient's surgeon told the patient to use iodine adn place a gauze over the irritated incision. During a follow-up the patient reported that the irritation had healed.